Manufacturer narrative:
Reported event of failure to connect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the right atrial contact spring within port, which caused reported event preventing insertion of lead. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling contact spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During implant procedure, the right atrial (ra) lead was not able to be connected to the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.